Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of waking up with low blood glucose due to new work shift. Customer reported that she eats snacks at night and if going to sleep with blood glucose below 150 mg/dl, she would awake with blood glucose of 50 mg/dl, which would be treated with juice. Customer was awaiting referral from endocrinologist. Customer declined troubleshooting for low blood glucose stating that it was caused by basal rates.